Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator high internal oxygen alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.